Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking. Reportedly customer attempted to overfill the cartridge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.